Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed. During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, air bubbles were noted in the luer port. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.